Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(4).

Event description:
Reporter alleged that a patient received the results of 91 mg/dl on the lab system, 176 mg/dl on inform system 2 and 327 mg/dl on the inform system 1 compared back to back within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.